Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Various factors can affect valve positioning, such as patient anatomy or physician experience, and the cause of the suboptimal placement could not be determined with the limited information available. The recapture feature of the enveo r delivery catheter system (dcs) allows for additional attempts at accurately positioning the valve. There were no procedural cine recordings provided for review and the device was not returned for evaluation; however, images of the dcs capsule were provided indicating no visible abnormalities. Hypotension is a known potential adverse effect per the evolut r instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, the hypotension was most likely the result of the reported dissection that occurred. Dissections are known potential adverse effects, per the IFU, that can occur during any invasive procedure. However, without additional information such as cine or angiogram for review, medtronic is unable to conclusively determine the specific cause for this case for the aortic dissection. The physician did not attribute the aortic dissection to the implant of the valve or the valve itself. It was noted that the dissection may have been related to a non-medtronic pigtail catheter, however, was unable to be confirmed. The report of patient death 45 minutes later did not provide a specific cause. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. This event does not indicate device misuse or malfunction and there was no information to suggest a device quality deficiency related to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times due to problems hitting the landing zone. The first attempt the valve was too high, the second was too deep, and the third attempt dislodged. The delivery catheter system (dcs) was retracted after recapture and the pigtail was repositioned. It was reportedly difficult to position the pigtail catheter in the non coronary cusp (ncc). Upon the fourth attempt, the valve was deployed in good position. Angiogram confirmed the implantation depth of 5-6mm. After waiting some minutes, the valve was released. The pigtail remained in the ncc and was removed after final release of the valve. Immediately after final release, the blood pressure dropped and the patient arrested. Angiogram showed a dissection above the sinotubular junction down to the bottom of the aortic root. Cardiopulmonary resuscitation (CPR) was initiated and heparin was reversed. The patient expired 45 minutes later. It was reported that the physician did not attribute the aortic dissection to the implant of the valve or the valve itself. It was noted that the dissection may have been related to a non-medtronic pigtail catheter, however this can not be confirmed. No further adverse patient effects were reported.

Manufacturer narrative:
System related product: enveor-l lot # 0008440812.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.